Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to report back if the issue reappeared.